Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie did not receive one (1) tsvmb8, (imp,tsv,mcol mg,3.7mm,8mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1242437. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1242437 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: medical: other. The customer submitted images for the reported event. The implant shows to be inside the patients mouth. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction could not be verified. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative h3 other text : device was not returned.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported pa's #6,11 - implants placed (B)(6) 2022 presents for integrate check 6,11. #6 - reverse torque & integrate. No signs bone loss. #11 - pt had pain on reversing. Gave 1 carp 4% sept. 1/100k epi local. Reversed #11 implant. Will allow to heal & there was an odor. Pt is getting married october & wants teeth. #6 ready for final impress. Discuss options #11 for temporary for wedding. Nv- july f/u. Talk #11 implant possible x-ray.